Event description:
It was reported that noise was observed. Fracture was suspected. The lead was explanted and replaced.

Event description:
New information received notes patient received inappropriate shock.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.